Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a urological procedure, this cystonephrofibroscope was used and an unspecified patient infection was noted. No further clinical details were provided of the affected patient (e.g., symptoms, outcomes, treatment), results of any biological testing on patient or device samples, or timeline of the events, including when infections were identified/diagnosed relative to the device use. Additional information was requested but not available at this time. There were no further reports of patient harm.

Event description:
Additional information was received from the customer that 3 patients had cystitis 1 day after the cystoscopy. The patients were hospitalized as part of the treatment. There were no further reports of patient harm. This report is for patient 1 of 3.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields:b2, b5, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure regarding patient infection was not confirmed. The device was tested negative by olympus. Based on the results of the investigation and because no positive hygiene microbiological investigation (hmi) report from the customer was provided, the reported event could not be confirmed and a root cause could not be determined. Olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that there was no positive culture or bacterial growth was identified in the culture results of the cystonephrofibroscope. It was also noted that the scope had a leaky distal end.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information. Updated field: b5. Corrected field: h6 - medical device problem code.